Event description:
It was reported that the left bundle branch lead was attempted to be implanted, however, the lead was damaged during implant. The insulation of the lead was cut accidentally by the physician. A new lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned to the post market surveillance quality assurance laboratory. However, based upon the information given, it was concluded that the lead damage was due to unintended use error.

Event description:
It was reported that the left bundle branch lead was attempted to be implanted, however, the lead was damaged during implant. The insulation of the lead was cut accidentally by the physician. A new lead was implanted in its place. No adverse patient effects were reported. The device remains in hospital possession.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The lead had failed the visual inspection as there was a cut in the insulation. The lead was not returned to the post market surveillance quality assurance laboratory. However, based upon the information given, it was concluded that the lead damage was due to unintended use error.

Event description:
It was reported that the left bundle branch lead was attempted to be implanted, however, the lead was damaged during implant. The insulation of the lead was cut accidentally by the physician. A new lead was implanted in its place. No adverse patient effects were reported. The device remains in hospital possession. The lead was not returned to the post market surveillance quality assurance laboratory. However, based upon the information given, it was concluded that the lead damage was due to unintended use error. Subsequently, the device was returned for analysis.